Event description:
A malfunction alarm was reported on the pump during insulin pumping, and there was no adverse impact to the customer's blood glucose level. Although attempts were made by technical support to address the issue by loading a new cartridge, the cartridge alarm persisted. Consequently, it was decided to replace the pump. The customer was informed about switching to a manual form of insulin therapy and instructed on returning the malfunctioning pump with the provided pre-paid shipping label.